Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support received the logs from the customer. It is visible on the logs that multiple high temperature alarms were triggered. Which concludes that the filters of the machine were blocked. Technical support received an update from customer that confirms that blower failure is the cause of inspiration valve or device leaky alarm.

Event description:
The customer reported that the blower failure alarm was active on their bellavista 1000 unit. It was also reported that there was no patient involvement.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user faulty as the end user lack of maintenance/filter exchange combined with not reacting on blower temperature alarms. The issue resolved after the unit blower was exchanged.